Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a battery and power supply issue. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing or broken upon receipt, the top and bottom cases were damaged, contamination was found in the bottom case and plunger head, and the battery was missing. Error codes could not be retrieved from the ehl (event history log) as the device would not power up. The customer reported issue was confirmed during the investigation as contamination was found in the bottom case and plunger head. Root cause of the reported issue is due to customer mishandling. Replaced the bottom case and power supply as well as installed a new battery. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.